Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: her menstrual cycle was regular prior to her essure procedure. Concurrent conditions included general anesthesia since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain upper ("right upper quadrant abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), menstrual disorder ("abnormal menses"), arthralgia ("joint pain"), vaginal discharge ("dark discharge"), vaginal haemorrhage ("spotting"), dyspareunia ("pain after intercourse"), coital bleeding ("occasional bleeding after intercourse"), ovarian cyst ("small right ovarian cyst"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), genital haemorrhage (seriousness criterion medically significant) and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal distension, menstrual disorder, arthralgia, vaginal discharge, vaginal haemorrhage, dyspareunia, coital bleeding, abdominal pain upper, ovarian cyst, abdominal pain, fatigue, genital haemorrhage and uterine haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, arthralgia, coital bleeding, dyspareunia, fatigue, genital haemorrhage, menstrual disorder, ovarian cyst, pelvic pain, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: small right ovarian cyst computerised tomogram pelvis - on (B)(6) 2013: small right ovarian cyst hysterosalpingogram - on (B)(6) 2012: occlusion in both fallopian tubes; on (B)(6) 2015: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: right ovarian cyst. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/worsening of pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: her menstrual cycle was regular prior to her essure procedure. Concurrent conditions included general anesthesia since (B)(6)2011. On (B)(6)2011, the patient had essure inserted. In (B)(6)2013, the patient experienced abdominal pain upper ("right upper quadrant abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), menstrual disorder ("abnormal menses"), arthralgia ("joint pain"), vaginal discharge ("dark discharge"), vaginal haemorrhage ("spotting"), dyspareunia ("pain after intercourse"), coital bleeding ("occasional bleeding after intercourse"), ovarian cyst ("small right ovarian cyst"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), genital haemorrhage ("worsening abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal distension, menstrual disorder, arthralgia, vaginal discharge, vaginal haemorrhage, dyspareunia, coital bleeding, abdominal pain upper, ovarian cyst, abdominal pain, fatigue, genital haemorrhage, uterine haemorrhage, autoimmune disorder and hypersensitivity had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, arthralgia, autoimmune disorder, coital bleeding, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menstrual disorder, ovarian cyst, pelvic pain, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6)2013: results: small right ovarian cyst. Computerised tomogram pelvis - on (B)(6)2013: results: small right ovarian cyst. Hysterosalpingogram - on (B)(6)2012: results: occlusion in both fallopian tubes; on (B)(6)2015: results: bilateral occlusion. Ultrasound pelvis - on (B)(6)2015: results: right ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: her menstrual cycle was regular prior to her essure procedure. Concurrent conditions included general anesthesia since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain upper ("right upper quadrant abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), menstrual disorder ("abnormal menses"), arthralgia ("joint pain"), vaginal discharge ("dark discharge"), vaginal haemorrhage ("spotting"), dyspareunia ("pain after intercourse"), coital bleeding ("occasional bleeding after intercourse"), ovarian cyst ("small right ovarian cyst"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), genital haemorrhage (seriousness criterion medically significant) and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, menstrual disorder, arthralgia, vaginal discharge, vaginal haemorrhage, dyspareunia, coital bleeding, abdominal pain upper, ovarian cyst, abdominal pain, fatigue, genital haemorrhage and uterine haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, arthralgia, coital bleeding, dyspareunia, fatigue, genital haemorrhage, menstrual disorder, ovarian cyst, pelvic pain, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: results: small right ovarian cyst. Computerised tomogram pelvis - on (B)(6) 2013: results: small right ovarian cyst. Hysterosalpingogram - on (B)(6) 2012: results: occlusion in both fallopian tubes; on (B)(6) 2015: results: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: results: right ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / worsening of pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: her menstrual cycle was regular prior to her essure procedure. Concurrent conditions included general anesthesia since on (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain upper ("right upper quadrant abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), menstrual disorder ("abnormal menses"), arthralgia ("joint pain"), vaginal discharge ("dark discharge"), vaginal haemorrhage ("spotting"), dyspareunia ("pain after intercourse"), coital bleeding ("occasional bleeding after intercourse"), ovarian cyst ("small right ovarian cyst"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), genital haemorrhage ("worsening abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, menstrual disorder, arthralgia, vaginal discharge, vaginal haemorrhage, dyspareunia, coital bleeding, abdominal pain upper, ovarian cyst, abdominal pain, fatigue, genital haemorrhage, uterine haemorrhage, autoimmune disorder and hypersensitivity had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, arthralgia, autoimmune disorder, coital bleeding, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menstrual disorder, ovarian cyst, pelvic pain, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen: on (B)(6) 2013: results: small right ovarian cyst. Computerised tomogram pelvis: on (B)(6) 2013: results: small right ovarian cyst. Hysterosalpingogram: on (B)(6) 2012: results: occlusion in both fallopian tubes; on (B)(6)2015: results: bilateral occlusion. Ultrasound pelvis: on (B)(6) 2015: results: right ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. Events " autoimmune disorder and hypersensitivity symptoms were added. Previously reported event" genital bleeding and uterine bleeding " seriousness criterion was updated to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.